Manufacturer narrative:
This product is not available for analysis. Additional info will be provided within 30 days of receipt.

Event description:
During pre-dilation to a restenosed right coronary artery (rca) lesion, the balloon of the firestar would not deflate; therefore, the device was retrieved from the pt and the balloon still appeared partially inflated. The diameter of the balloon once retrieved, was not indicated. Consequently, nominal pressure was set. A new device was used to complete the procedure. There were no adverse consequences to the pt. The balloon was being used for pre-dilatation. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was not removed easily from the vessel. A little force was applied to remove the firestar without complications to the pt. The product was removed in intact (in one piece) from the pt. No pt injury occurred. It is unk if the product was easily removed from the sheath, rhv (rotating hemostatic valve), or the guide catheter. The firestar was easily removed form the guidewire. No other difficulties were experienced. The pt is currently in good condition. The target lesion was the right coronary artery (rca). The lesion was restenosed, no calcification, no tortuousity, and the percent stenosis was unk. The device was not used for chronic total occlusion. There was no difficulty experienced advancing the balloon catheter through the vessel. There was no difficulty experienced crossing the lesion. The catheter was not in an acute bend. The balloon inflated normally. The maximum inflation pressure was nominal pressure.